Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide the customer must properly cycle the cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer is not properly cycling the cartridge. Tandem clinical support informed customer that not properly cycling the cartridge, is off label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level.